Manufacturer narrative:
MFR received date: 13 sep 2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Optical inspection revealed yellowing of a single corner, cracked traces, low epoxy coverage, suspected inter-layer delamination/bubbling, and minor surface smudging/fingerprints. The touch screen assembly was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly failed to meet specifications. The customer's reported issue was verified. The returned touch screen assembly was found to be out of specifications. The screen was unable to be calibrated, and noted resistances were out of tolerance. The root cause was determined to be resistance drift of the screen. The touchscreen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01july2019. The manufacturer's field service engineer confirmed that the touchscreen could not calibrate. The field service engineer replaced the touchscreen. The device then passed all required testing, and was deemed ready for service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Event description:
The customer reported a ventilator with a touchscreen failure. There was no patient involvement or harm.